Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received watchdog timeout alarms. The customer's mother also reported that they found leaks of insulin out of the reservoir into the insulin pump. The customer's blood glucose was 316 mg/dl at the time of call. The customer's mother stated that a temporary basal was not programmed before the alarm occurred. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.